Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the past 12 months. Visual evaluation found the downstream occlusion (dso) sensor was ripped. There was no applicable evidence in the event history to review. The primary reported problem was verified by visual inspection. The dso sensor seal was replaced to correct the primary problem. Also upgraded the software. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device needs a software upgrade, and the downstream occlusion (dso) seal was ripped. Per reporter, the event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.